Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor smooth round moderate plus profile, 275cc breast implant experienced left-sided deflation, and bilateral ptosis post procedure. As a result, patient underwent bilateral replacements as follow: l/cat#: 3502275, sn#: (B)(4) , r/ cat#: 3502275, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).